Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not completed. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "- were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. - what tissue was being sutured when the event occurred? Dermis. - was additional dissection required in other organs/tissues other than the target tissue? Unk. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. - please perform and document the follow up attempt for product return. The device will be shipped. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2023 and suture was used. Dermal suture was performed using the product with instrumented knot. At about 2nd stitches, when the needle was pulled with a needle holder, the suture was broken. The product was used on dermis. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information has been requested.